Event description:
Additional information received reported that the patient was having surgery in the afternoon of the report day to drain a wound abscess at the pocket site. Ten days later it was reported that she had "a wound vac" and the wound was tested positive for pseudomonas.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was implantable neurostimulator (ins) electrical burn. There was a spinal cord stimulator (scs) pocket infection secondary to scs malfunction/electrical burn. The outcome was resolved without sequelae. Interventions included in-patient hospitalization. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included examination which showed ulceration at incision site with scs close to breaking through. The etiology was noted as not related to the device or therapy. The etiology was noted as related to the implantable neurostimulator (ins). The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was spinal cord stimulator (scs) pocket infection secondary to scs malfunction/electrical burn. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. An examination showed ulceration at the incision site with the scs close to breaking through. Upon wound care treatment to manage the burn below the implantable neurostimulator (ins) site, it was noticed that the outline of the battery could be visibly seen and will breakthrough to the environment. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the ins pocket.

Manufacturer narrative:
Product ID: 97791, lot# n396417, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was spinal cord stimulator (scs) malfunction. The clinical diagnosis was electrical burn at pocket. The clinical diagnosis was scs pocket infection secondary to scs malfunction/electrical burns. Interventions included wound care referral. The patient was given antibiotics. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The patient complained of pain. An examination showed induration at device pocket. The etiology was reported as related to the device or therapy and possibly related to the implant procedure. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient requested immediate removal of the stimulator device. The symptoms were resolved after the system was explanted. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complete implantable neurostimulator (ins) system was explanted on (B)(6) 2014 and was not replaced by another from the same manufacturer. It was noted that there was a "wound at ins site" and "information regarding wound was not available at surgery procedure." It was noted that no diagnostics were performed. It was noted that the patient had "area approximately 1 inch below incision line that appeared to be a burn." It was reported that the site was "greyand blistered to progressive open wound." It was noted that the wound did not heal, and the ins eroded through skin and system was explanted. It was noted that at the time of report the patient status was described as alive with no injury. Eleven days later, additional information reported that the patient had a post-operative appointment "yesterday," and the manufacturer's representative was waiting to hear how the patient was doing from the clinic. Eight days later, additional information reported that the patient was "doing well" according to the nurse practitioner. It was noted that the patient had "home health coming in for wound care and management of a wound vac." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n396417, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 97791, lot# n396417, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.